Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified middle third circumflex artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, when the balloon was insufflated, it immediately burst upon initial inflation at 6 atm. The balloon was removed from the patient's body by extracting it smoothly and slowly and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.